Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review). The company representative replaced the printed circuit board (pcb) supervisor (preventive measure) and footswitch cable to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿shut down¿ can be attributed to the loss of available functionality created by the displayed system messages. Therefore this can be attributed to a nonconforming footswitch cable. However, how or when the cable became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the silicone injection portion of a vitreoretinal procedure the system suddenly shut down with an error code. The surgery was for repair of a retinal detachment. There was no harm reported to the patient.